Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe failed to draw up medication before use. The following information was provided by the initial reporter, translated from japanese to english: "the syringe didn't draw drug."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe failed to draw up medication before use. The following information was provided by the initial reporter, translated from japanese to english: "the syringe didn't draw drug."

Manufacturer narrative:
Investigation: customer returned (1) loose 29g x 12.7mm, 0.5ml bd insulin syringe. Consumer reported the syringe didn¿t draw drug. The returned sample was examined and tested for flow using water: the sample was not able to draw up water. A wire test was then performed on the sample: the wire was not able to pass through the length of the cannula, and it was observed that the wire would hit a hard material, likely excess adhesive. As the sample failed both the flow test and wire test, the alleged issue was confirmed. Unable to perform DHR review due to an unknown lot number. Process: ¿ the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿ during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿ the cannula is then re-inserted into the hub with vacuum. ¿ the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. With the batch number being unknown, unable to look for notifications or maintenance calls pertaining to the complaint. No root cause determined.